Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving intrathecal dilaudid 1.8 mg/day (concentration unknown) via an implanted pump system. The patient reported infection symptoms, and their pump was removed in (B)(6) 2015 due to infection. The patient doubted they would put another pump in. Additional information was received from a healthcare provider (hcp) on 2016-feb-25. They stated there was no infection. A surgery report was provided for the removal procedure performed on (B)(6) 2015, and it did not confirm that an infection occurred. The surgery report indicated that the patient had felt their legs worsened after having the new catheter placed, and they did not like the catheter at that point. They had had their pump turned off, and it was nonfunctional. At the surgery, the surgeon made an incision over the patient's lumbar incision, dissected down to the pump catheter using bovie ele ctrocautery, and they were able to free up the catheter completely. The retention sutures were removed as well. A pursestring stitch was placed around the intradural catheter, and the intradural catheter was removed. They had return of cerebrospinal fluid. The sur geon tightened down the pursestring, and they then placed a second pursestring stitch for added structure. The catheter was cut, and the surgeon turned their attention toward the belly. The abdominal incision was opened and they dissected down to the pump using bovie electrocautery. They circumferentially dissected out the pump, and they were able to move the pump and the remainder of the catheter from the belly incision. They copiously irrigated using 4 liters of bacitracin impregnated saline solution. They closed the dermis incision and closed the pocket from the pump. Additional information was requested to determine if there was any indication of pump or catheter malfunction at the removal surgery on (B)(6) 2015; if the patient alleged a deficiency with their device or a performance issue with the device system; and what was meant by the patient's "legs worsening" after the catheter was implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the device leaked medication into the patient's abdominal cavity, thereby seriously injuring the patient's bowel and internal organs. The patient also experienced damage to their left leg and left side of body.